Event description:
Complainant alleged that the first responder was attempting to defibrillate a 69 year old male pt suffering from a massive heart attack. The first responder arrived on the scene within three minutes of the call. The medics attempted to defibrillate the pt with the device in semi-automatic mode, but they received a "check electrodes" message. The medics then checked all connecitons, but they still received the same message. The medic then put the device into manual mode and they were able to shock the pt twice (joule settings unknown.) The ambulance then arrived on the scene and took over the care of the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.